Event description:
The respironcis sales rep reported the ventilator restarted and alarmed during demonstration and inservicing to the customer.

Manufacturer narrative:
Te respironics svc tech was unable to duplicate the reported problem, but found a loose electrical connector. The svc tech reported a diagnostic code in log history indicating that a vent restart occurred. Extended self testing (est) was performed, and the ventilator passed per specs.